Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The pt was administered valium before the start of the case. At the completion of procedure, when the prolieve catheter was removed, there was excessive bleeding. The pt's blood pressure also dropped; the actual blood pressure at that time is unk. As a precautionary measure, the pt was immediately admitted to the hospital. It is unk what measures were taken by the hospital to stabilize the pt. The pt was released from the hospital in 2009. Per follow up, the pt was noted to be fine.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.